Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets fell off events on 06-june-2024.the events occurred within 5 hours to 1 day of insertion.the blood glucose level was displayed low and was resolved by consuming carbohydrates.the patient replaced infusion sets and resumed insulin deliveries successfully no further information was available.